Event description:
Wire placed by physician to guide the drain, once placed the physician was unable to remove the guidewire. The physician removed the wire with the drain was removed. No harm to the patient.